Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed. A field service engineer replaced micro switch on remote manager latch to resolve the issue. After completing the replacement, tested the system and confirmed that the remote manager was accessible without any further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a main drawer 6.1 keeps failing multiple times and drawer got error device not on bus. This malfunction resulted in a delay in medication dispensing to the patient. The medication was subsequently obtained from another station and provided to the patient. There were no adverse events or injuries reported based on this event.